Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# serial#(B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient is now reporting the pain is more sacrum located and that she thought she had a fragment of a lead from a previous device on left side. Rep checked impedances and all values in normal range per rep (all less then 4000 ohms). Pt turned ins off on friday, jan 10th and still is reporting residual pain. Rep reviewed with pt that this cannot be device-related at this point when the ins is off and not delivery stimulation. Closed case.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zebu implanted: (B)(6) 2024: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Rep checked impedances and all values in normal range per rep (all less then 4000 ohms). Pt turned ins off on friday, jan 10th and still is reporting residual pain. Rep reviewed with pt that this cannot be device-related at this point when the ins is off and not delivery stimulation. Closed case.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2zebu serial# implanted: (B)(6) 2024; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 28-feb-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient called her urologist and talked to the nurse they told her to call medtronic. Patient said, they sat down on a heated seat without knowing that it was diathermy. They said it was pemf pulse electromagnetic therapy. Agent asked how they knew it was diathermy. The patient said she didn't she just googled it. Patient was sitting on it for probably like 5 minutes and all of a sudden they could feel the leads in where they are in her private area and could feel them moving. Patient thinks it affected something with the lead and left buttock area because they got pain in the buttock and it hasn't gone away. It is a constant dull pain. The pain is on the left hand side across from the tailbone and moved to the left butt cheek. Patient doesn't know if they have tissue damage or if they damaged the implant. They said their implant system is on the right side, but the pain might be where her old device was on the left side where a little bit of old lead broke off. Patient is traveling and doesn't have her device with her to turn it off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient called back to clarify they did not have diathermy they had pemf therapy called an infrared pemf matt and product website is higherdose.com. Patient indicated they plan to follow up with managing physician when they are able.